Event description:
The facility reported a flo-gard infusion pump with an occlusion alarm, which occurred during biomedical testing. This alarm may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a flo-gard infusion pump with a potential false occlusion alarm was confirmed during product evaluation. This condition was caused by a broken door in the latch area. Due to customer denial of the cost of the repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.